Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported stretched sheath was confirmed. The reported difficulty removing the device could not be replicated in a testing environment. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a diagnostic procedure. Reportedly, the sheath of the starclose se device split; however, elongated and gathered at the end of the device. The clip was deployed, but hemostasis was not achieved. The location of the clip is unknown. Slight resistance was felt during device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.